Manufacturer narrative:
The reported event of high impedances was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Related manufacturer reference number: 3006705815-2020-32239.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32239. It was reported that the patient was receiving ineffective stimulation due to high impedance on the implanted leads. As result the leads were replaced, and therapy was restored post-op.